Event description:
During the atrial fibrillation procedure, a blood leak occurred. The sheath was inserted into the heart and a non-abbott device (pentaray catheter by biosense webster) was inserted. While mapping was performed, blood started to leak from hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath. No air movement into the patient was confirmed. No additional venipuncture or septal puncture was performed due to sheath replacement.

Manufacturer narrative:
The reported event of fluid leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.